Event description:
It was reported that the insulin pump unresponsive buttons. No button error had occurred. The customer's blood glucose was 201 mg/dl. The customer stated that the buttons had to be pressed multiple times before they would respond. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. The button response functioned properly. Found no corrosion on the button keypad. The device had scratches on lcd display window, cracks on the battery tube threads, and cracks on the reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.